Event description:
The hospital customer reports that in the 2005 the hospital had removed the catheter from a pt who came to them through the ER from the medical ambulance company. They had placed the introcan safety catheter into the pts anti-cubital fossa and as per hospital protocol the catheter had to be removed after a 24 hour period. During removal of the IV the catheter portion of the introcan sheared off and remained embedded in the pt. The removal of the catheter occurred in the next day in the radiology dept.